Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported having an adverse event, but she did not report before. The caller stated that the paramedics came out and took her to the emergency room due to low blood glucose. She stated that the device did not alert that her glucose level was dropping fast. The events happened three weeks in apart. The customer's blood glucose was 30mg/dl at time of admission and 20mg/dl before getting the glucagon. The customer believes that she was doing too much activity. The customer denied further troubleshooting. No additional information was provided.